Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.